Event description:
Four hours into hemodialysis treatment a bloodline leak occurred when the injection site bung separated from the port. The port was used without difficulty at the beginning of treatment for administration of epogen and calcijex. The leak occurred 4 minutes prior to termination. Patient's blood was not returned resulting in estimated blood loss of 200cc. No patient injury or need for medical intervetnion is reported.